Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2021-64057 is a concomitant. Please refer to manufacturer report number 2016493-2021-64061, which captured the correct suspect device per investigation report.

Event description:
It was reported that the nurse started a 50ml bag of fentanyl drip through pump module with an intended bolus dose of 50 mcg (1ml typically administered over no more than 5 minutes, likely 1-2 minutes). The nurse then encountered "errors" and ended up transferring the infusion to another pump module. Per the hospital's clinical pharmacy specialist, it was unclear on which specific alarm prompted the rn to switch channels but the pump kept alarming and would not initiate the bolus dose because of the alarms. It was noted that somewhere around the transfer of infusion from one pump to another, the patient received the medication "too quick". The customer then reported that the error logs of the pcu, and both pump modules were checked. The pcu's last "error" was on (B)(6)2021 for a "channel error". The first pump module had its last error on (B)(6)2021 for error code 240.4150 and 2nd pump module had its last error on (B)(6)2021 for error code 240.4150. The customer also checked the platen if it was missing or broken and did not see this issue on either of the pump modules. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse started a 50ml bag of fentanyl drip through pump module with an intended bolus dose of 50 mcg (1ml typically administered over no more than 5 minutes, likely 1-2 minutes). The nurse then encountered "errors" and ended up transferring the infusion to another pump module. Per the hospital's clinical pharmacy specialist, it was unclear on which specific alarm prompted the rn to switch channels but the pump kept alarming and would not initiate the bolus dose because of the alarms. It was noted that somewhere around the transfer of infusion from one pump to another, the patient received the medication "too quick". The customer then reported that the error logs of the pcu, and both pump modules were checked. The pcu's last "error" was on 08jul2021 for a "channel error". The first pump module had its last error on 11may2021 for error code 240.4150 and 2nd pump module had its last error on 07mar2021 for error code 240.4150. The customer also checked the platen if it was missing or broken and did not see this issue on either of the pump modules. There was patient involvement but no harm.